Manufacturer narrative:
The pump was returned to animas and evaluated. The pump's daily insulin delivery totals correctly reflected the user's programmed basal rates. One low battery warning was observed in the pump's download history due to normal battery wear. No prime issues were observed in the download history. The download history revealed the cartridge in use at the time of the complaint was originally loaded with 155 units. Rewind, load cartridge, and prime steps were performed successfully with no alarms. A 29 hour flow accuracy test was performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump electrical current draws were tested and found to be within specifications. The pump was exercised for 24 hours with alarms occuring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was opened and no damage was found to the force sensor circuit. No insulin delivery defects found.

Event description:
On (B)(6) 2011, the rptr/nurse contacted animas on behalf of the pt alleging erratic blood glucose (bg) levels. On (B)(6) 2011, the rptr claimed that at 2:40 pm, the pt had a blood glucose level of "540 mg/dl." The nurse reportedly treated the pt. It is unclear what specific treatment the nurse provided and if the pump was actually used to provide the treatment. Five to ten minutes later, the rptr claimed that the pt's blood glucose read 37 mg/dl. The rptr treated the pt with a snack two times before his blood glucose was rechecked. A reading of "72 mg/dl" was obtained. The rptr confirmed that the pt might have had something sweet on his fingers to cause the elevated blood glucose reading. The rptr denied observing redness, irritation, or swelling at the site. The rptr indicated that the family rotates sites from side to side on abdomen. The nurse confirmed that the site was on opposite side earlier in the week thus confirming site change. The rptr denied air in tubing. No smell of insulin or sign of leakage was noted. No blood in set was observed. The pump's date and time were correct. Irregular prime amounts were recorded in the prime history. The I:c and isf appeared to be correct in pump. The nurse did not know what the correct basal rates were. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt obtained a low blood glucose reading that meets animas' criteria for a serious injury after receiving treatment for an elevated blood glucose level. The rptr confirmed, however, that use error might have contributed to the ...